Manufacturer narrative:
Following completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks shortly post implant. A boston scientific representative advised a reposition, so as to confirm the connection however the issues persisted and the device was explanted. This device was explanted without incident and returned for analysis. The electrode was not replaced at the time of the device replacement, one day post implant; however, did continue to exhibit electrical abnormalities and was also replaced four days later. The patient has retained legal council due to anxiety but noted no permanent adverse damages after the incident.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered two inappropriate shocks shortly post implant. A boston scientific representative advised a reposition, so as to confirm the connection however the issues persisted and the device was explanted. This device was explanted without incident and returned for analysis. The electrode was not replaced at the time of the device replacement (one day post implant); however, did continue to exhibit electrical abnormalities and was also replaced four days later. The patient has retained legal council due to anxiety but noted no permanent adverse damages after the incident.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.